Manufacturer narrative:
Clarification to suspect product: lot number 963/2. Continued concomitant therapies: juvéderm® vollure¿ xc. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported patient was injected with 4 syringes of juvéderm® vollure¿ xc in the nlf, chin and marionette and 11 syringes of juvéderm® voluma¿ xc to the cheek, temple, chin and jawline. Approximately four months later, patient woke up with inflammatory nodules with erythema, edema and tenderness in the cheek, chin and jawline. It was noted the patient "received shingles and flu shots¿ the day prior to onset of symptoms. Treatment is provided as ¿medrol dose pack and zyrtec.¿ event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00601 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ xc.